Event description:
Reporter alleged a result of "lo" with an undosed strip on the s active system. The location in which the testing was performed was not provided. The customer took no action based on the result. No adverse event was reported. A request was made for the return of the suspect device and replacement product was sent.